Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system did not pair to the dexcom g7 continuous glucose monitor (cgm) sensor because the caregiver attempted to connect via the dexcom g6 menu and was prompted for a transmitter serial number, after which support guided a switch to the dexcom g7 menu and entry of the g7 pairing code. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no clinical impact reported. User support included remote troubleshooting and user education on correct cgm selection and pairing workflow. Investigation of this case revealed user setup error leading to an incorrect sensor type selection and pairing attempt, which was resolved by selecting dexcom g7 and entering the proper code. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.